Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-01552. The patient presented in clinic following multiple inappropriate defibrillation therapies due to atrial and ventricular lead dislodgement. A lead revision is anticipated but not yet scheduled to resolve the event. The patient was in stable condition.

Event description:
Related manufacturer report number: 2938836-2019-01552. The patient presented in clinic following multiple inappropriate defibrillation therapies due to atrial and ventricular lead dislodgement. The patient was downgraded to a crtp system where the right ventricular lead was capped, and the atrial lead was revised to resolve the issue. The patient was in stable condition.